Event description:
On (B)(6) 2013 the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2014 the patient was admitted to the hospital due to a type I endoleak distal, detected at the left common iliac artery. The length of the vessel is 25mm. The 27 mm device has migrated from the left common iliac artery to the aortic bifurcation and an endoleak was observed. The patient was monitored and a reintervention was planned. On (B)(6) 2014 the left internal iliac artery was embolized with coils. On (B)(6) 2014 the patient had a re intervention with two gore excluder aaa endoprostheses components to treat the type I endoleak. One device was placed on the main body proximal and one on the distal end. The final angiography showed that the endoleak was solved and blood flow in the left external iliac artery.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.